Event description:
It has been reported to philips that the geometry movements were non functional. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the camera and table movements did not work. The rse checked the event logs and determined that there was a communication issue with the geo ipc computer and the tsm module. Upon functional testing, the fse found that the ethernet switch in the tsm module was damaged. A part analysis of the ethernet switch was performed, and it was determined to be an electronic defect. To resolve the issue fse replaced the ethernet switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.